Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed multiple pump errors, failed battery test, pump error 37 twice, and pump error 130. The patient¿s blood glucose level was unknown at the time of the incident. Customer confirmed the insulin pump was not exposed to high magnetic field. The insulin pump passed self-test and displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error noted during testing. Device received with broken belt clip rails.